Manufacturer narrative:
Concomitant medical products: product ID 3387, implanted: (B)(6) 2005, product type: lead. Product ID neu_unknown_ext, implanted: (B)(6) 2005, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer¿s implantable neurostimulator (ins) displayed eri (elective replacement indicator) with a battery voltage of 2.79v when an eri should not be indicated until voltage is 2.6v. At outpatient follow-up, the consumer complained of pain at the same time when stimulation was off an d on. Device settings were as follows: 3.6 v, 201 pw, 185 hz, c+0-, and impedances between 975 ohms and 2389 ohms. On (B)(6) 2016, an ins replacement was performed; the consumer had no feeling of pain with decrease in output. The issue was not resolved at the time of the report. Additional information received from the representative reported that at the replacement procedure, it was confirmed that neither the lead nor the adapter/extension was short-circuited. Additional information received from the representative reported that a power on reset (por) had occurred and the clock setting was changed, and was perhaps related to the eri issue. There were no out of range electrode impedance. The hcp noted the consumer felt pain when the stimulation was turned on after the por. After replacing the ins, the hcp reduced the amplitude to reduce the pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the cause of the implantable neurostimulator (ins) reaching elective replacement indicator (eri) at 2.79v was not determined. No troubleshooting was done prior to the ins replacement and no further issues have been reported since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.